Manufacturer narrative:
Follow-up #1 (B)(4) 2013 ¿ device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a cartridge leak test was performed with no failures observed; no leaks were observed from the luer lock, o-rings, or anywhere else in the cartridge. A cartridge force test was performed and confirmed and was confirmed to be within specifications.

Event description:
On (B)(6) 2012 the patient contacted animas alleging that over the past five to six days he has had issues with air bubbles in the tubing and the cartridge, leading to blood glucose (bg) elevations up to 355mg/dl. The patient reported mild frequent urination, mild thirst, and feeling tired. The patient also noted that he generally drinks a lot of water on a normal basis anyways due to his occupation. The patient stated that he has been able to clear the air bubbles out of the cartridge and then is able to prime the tubing and fill the cannula without issues. The patient denied any site/set issues and confirmed the luer lock connection is secure. The reporter confirmed proper cartridge fill technique. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported as a malfunction of the cartridge due to unexplained air bubbles.

Manufacturer narrative:
The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.